Manufacturer narrative:
An event of device deformity was reported. A returned device assessment could not be performed as the device was not returned for analysis. However, an image was received which was taken during procedure via angiography and transesophageal echocardiogram. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on available information and without the device to analyze, the cause of the reported device deformation could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2024, a 30-25mm amplatzer talisman pfo occluder was chosen for implant using a 9f amplatzer talisman delivery sheath. The device was prepared as per instructions for use (IFU). After release of the right atrial disc, the physician noted in fluoroscopy that the disc was ballooned. The occluder was retracted and released again outside the patient body, but the right disc remained inflated. The deformed device was never released from the delivery cable while inside the patient. There was no report of any interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. A new 30-25mm amplatzer talisman pfo occluder was chosen and completed the procedure. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.